Event description:
Hamilton medical ag received the following description: preventative maintenance had just been performed but the ventilator alarmed high bpm.

Manufacturer narrative:
Ppat was reading -5cmh2o in test 13 while test 6 was zero for ppat. There was a failure of the ppat sensor. Service engineer replaced the servo module and calibrated the ventilator. Ventilator returned to service.

Manufacturer narrative:
Ppat was reading -5cmh2o in test 13 while test 6 was zero for ppat. There was a failure of the ppat sensor.service engineer replaced the servo module and calibrated the ventilator. Ventilator returned to service. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Following recent preventive maintenance, the ventilator began alarming for high breaths per minute (bpm). The ppat (proximal pressure at the patient) value was reading -5 cmh2o in test 13, while test 6 showed a ppat of 0 cmh2o. The root cause of the event was determined to be a defective servo module. After replacing the servo module and successfully calibrating the ventilator, the device was found to be fully functional and was returned to service. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6) 2023.

Event description:
Hamilton medical ag received the following description: preventative maintenance had just been performed but the ventilator alarmed high bpm.